Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 system, and identified the failure mode as a faulty pressure regulator. The fse replaced the pressure regulator to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion-selective electrode) patient results with mc (module chemistry) transducer errors on their unicel dxc 600 pro instrument. The customer reported having quality control issues 5 days prior to the event due to low pressure errors, and that issue was resolved during a service visit. There was no report of change to patient treatment.